Event description:
The rptr stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in pt's right eye. The lens was explanted on (B)(6) 2012, due to low vault. The lens was exchange for a longer length lens. Pt's last visit on (B)(6) 2012, ucva was 20/22.

Manufacturer narrative:
(B)(4).